Manufacturer narrative:
The reported event of erosion was not confirmed. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented to the emergency room when they noticed a fluid on their neck and saw pocket erosion exposing their device when the dressing was removed. The implantable cardioverter defibrillator was removed and replaced in a subpectoral location. The patient was in stable condition.